Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the power had been lost while the pump had been running, and the batteries had been replaced. The event occurred while in use with a patient at the hospital. No patient harm was reported.

Manufacturer narrative:
D9 - date returned to mfg: 6-jun-2025. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue could not be confirmed. The device and software were updated and calibrated for better operation and to avoid future errors. A performance verification test (pvt) was performed, and the device passed all testing criteria.